Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and the catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to attempt to loosen solidified contrast and blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending artery. This 20mmx2.00mm apex otw balloon catheter was selected for the procedure. The balloon would not hold pressure and the balloon had a hole. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported. Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending artery. This 20mmx2.00mm apex otw balloon catheter was selected for the procedure. The balloon would not hold pressure and the balloon had a hole. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported. Additional information has been requested and is not available.